Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es monitor glitched during medication transactions. The screen went off, froze, or skipped steps while processing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es monitor glitched during medication transactions. The screen went off, froze, or skipped steps while processing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a monitor issue and device application was freezing and required frequent restarts. A field service engineer checked and found no hardware issue and there were no problems with drawers or cables. It was suggested to replace the hard drive and reload the application software. In the interim, a new image was loaded on the existing hard drive. Endpoint security (eset), remote support service (rss) agent, and component manager software were installed. Network and windows server update services (wsus) settings were configured, and a data synchronization was performed after establishing a connection to the med console. Functionality was tested, and successful logon access to med station drawers was confirmed. The system functioned as intended after the field service engineer repaired the device.